Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04078 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an optiflo injection needle device was used during a during a colonoscopy procedure with a polypectomy. According to the complainant, during withdrawal of the device, the needle did not retract and damaged the colonoscope. The colonoscope was sent for repair. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04078 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that an optiflo injection needle device was used during a during a colonoscopy procedure with a polypectomy. According to the complainant, during withdrawal of the device, the needle did not retract and damaged the colonoscope. The colonoscope was sent for repair. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The returned optiflo device was evaluated. No visual anomalies were noted with the device. A functional test was performed. Once the optiflo catheter was extended, the needle advanced and retracted, which allowed the device to work properly. No other issues were found. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
(B)(4) the reported event of needle not retracting. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.